Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubbles were seen in the gel of 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the attached photo revealed two tubes with excessive bubbles at the base. A total of 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubbles were seen in the gel of 10 tubes. No adverse impact was reported regarding the patient or user.